Manufacturer narrative:
(Expiration date): unk, no serial number reported. (Device manufacturing date): unk, no serial numbers reported. (B)(4).

Event description:
An implantable collamer lens was implanted into the patients left eye (os) and the patient experienced increased iop (intraocular pressure) that required a change in standard postoperative medication regimen. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.